Manufacturer narrative:
Device evaluated by MFR: the rotapro advancer unit and burr unit were received together along with the returned rotawire in the device. The rotawire was removed with no restrictions. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically examined. The device was received with the hoses and cables cut. Microscopic examination of the device revealed that the annulus was damaged/fish-mouthed which is consistent with damage seen with the use of a rotawire. The coil is stretched. Functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr tip and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the catheter became stuck on the guidewire. A 1.50mm rotapro catheter and a rotawire were selected for use in an atherectomy procedure. Testing was performed prior to inserting the burr into the guiding catheter. The burr was walked up to the end of the guide catheter; however it would not exit the guide and did not enter the left main (lm). The catheter appeared to be stuck on the guidewire. The burr was walked back but would not come off the guidewire. The burr catheter and the guidewire were removed together as one system and the procedure was started over. There were no patient complications reported.

Event description:
It was reported that the catheter became stuck on the guidewire. A 1.50mm rotapro catheter and a rotawire were selected for use in an atherectomy procedure. Testing was performed prior to inserting the burr into the guiding catheter. The burr was walked up to the end of the guide catheter; however it would not exit the guide and did not enter the left main (lm). The catheter appeared to be stuck on the guidewire. The burr was walked back but would not come off the guidewire. The burr catheter and the guidewire were removed together as one system and the procedure was started over. There were no patient complications reported.